Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a sudden loss of therapeutic effect. The pain started the middle of last night and she charged the device fully the day before the report. The patient usually charged and the charge lasted three days. It was unknown if there was a 50% or greater symptom reduction, if it was device related, what the cause was, if reprogramming was needed or if the patient experienced a loss of stimulation. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved. The patient had reported the hcp name next to the appointment date and it was unclear when the appointment was.